Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Blood glucose was unknown. Customer reported that she put the sensor in without the insulin. Advised the pump will need to be replaced. Advised to discontinue use of the pump. The insulin pump will not be returned for analysis.